Event description:
It was reported that pump experienced malfunction alarm that was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, verified shipping address, instructed customer to place pump into storage mode, and arranged replacement pump and return of problematic pump using prepaid label within 10 days.